Event description:
Additional information was received from the patient. They reported that they were still having the same problem and weren't able to meet with a new healthcare provider (hcp) till february, so they were hoping to have a manufacturing representative (rep) call them to hopefully help in the meantime. On 2024-nov-27 the rep indicated they reached out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the device was malfunctioning and that it seemed to be shorting out or something as the implanted neurostimulator was zapping them at different times. Patient noted that they had moved and that they needed to find a doctor to have the device removed. Agent sent an e-mail to patient registration to update the patient's address. When asked for the event date, pt said that it started out as maybe once a week and was intermittent, however now the issue was occurring three to four times a day. Pt said that the issue started maybe three weeks ago. Pt said that the issue would occur especially when they would twist or reach for something and it was like a debilitating shock. Agent sent a physicians listing to the pt via e-mail.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported; interrogated the battery and nothing was wrong with it other than it is at end of service. Issue has been resolved. The information was confirmed with the hcp.